Event description:
Procedure type: eye surgery. According to the reporter: the customer reports that the suture shredded in the wound during surgery. The surgeon had to reopen the sclera to remove the shredded suture. The patient recovered.